Event description:
Additional information was received stating that according to reports by the doctors who treated the patient, the neuro interventionist who treated the patient and the vascular surgeon who performed the vessel closure, the suspicion of a thrombus was not confirmed and the patient remained clinically stable, without need further investigations. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the electronic perclose proglide instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the eifu deviation contributed to the reported difficulties. The patient effect of thrombosis is listed in the eifu as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with an 8f sheath after an ischemic stroke interventional procedure. No femoral imaging was performed. Reportedly, closure was successfully completed with the proglide device; however at the end of the procedure, it was noted that the patient's leg was pulseless. It is believed that a thrombus migrated to a better caliber vessel. The thrombus was clinically treated. The patients status was reported as stable. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.